Manufacturer narrative:
The pump was returned and analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to gear wheel three. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient's weight at the time of the event was (B)(6).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. The provided logs from (B)(6) 2017 indicate that a motor stall and "stopped pump period may exceed tube set" message occurred. The logs show that the pump was programmed to the minimum rate. The estimated eri (elective replacement indicator) was 12 months. No further complications were reported as a result of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 550 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2017 it was reported that the pump was being replaced as it had stalled approximately one month ago. The motor stall was active. It was unknown if the patient had recently had an MRI. The patient experienced withdrawal-type symptoms. No further patient complications have been reported as a result of this event.